Event description:
It was reported that the implant broke at the hex during the labral repair. The broken piece was not retrieved and another implant was inserted next to the broken one to complete the case. No further patient info was obtained from the customer and no adverse consequences have been reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Device evaluation confirmed the implant is broken at the hex and this portion remained lodged in the inserter. The device history record was reviewed and nothing was found that could have contributed to this event. The complainant's event is typically caused by over-insertion or prying/leveraging the inserter while the implant is still loaded. Based on this evaluation, the complainant's event was attributed to misuse.